Event description:
It was reported to gore that a pt alleges to have experienced adhesions, fistula, and infection after having been implanted with gore mycromesh biomaterial. It was reported that the pt underwent at least one additional surgical procedure to remove the device. Additional, event specific information has not been provided.